Event description:
Device clinic nurse called and said that an interrogation of this device showed that therapy had been disabled at previous follow up. Ventricular lead impedance was low at 300 ohms. A stored episode in the holter from before the device was disabled and showed what appeared to be mechanical noise in the ventricular channel. It was suggested to them to investigate further as their may be an issue with the ventricular lead. On 08/02/2006, called kit, the device nurse who initially reported this situation, to follow up. She said that they were waiting to obtain medical records from the facility that the pt is located in before they make a decision as to how they are going to proceed. She also stated that it could be several weeks before the records would be obtained because the person in charge of medical records is on vacation. Pt is currently in prison.

Manufacturer narrative:
The device has not been explanted and returned for analysis yet. The analysis is therefore based on the complaint description and the returned iegm printout only. The iegm indicates noise in the ventricular channel. This indicates that the lead isolation may not be intact. This assumption is supported by the low impedance value. The iegm documents correct ICD behavior upon the noise. In summary, the returned data indicates a lead insulation problem. There is no indication for an ICD malfunction.